Event description:
It was reported that during a rotational atherectomy procedure, the wire fractured during ablation. The fracture occured on the part of the wire which was outside the patient. The wire was removed from the patient without incident. No patient injuries or complications occurred.